Manufacturer narrative:
G4:18feb2021, b4:19feb2021, h11:g5:k102985. Additional information was received indicating that there was no patient involvement. The unit was being prepared for use, but therapy had not been initiated. There was no impact or delay to patient therapy as a result. It was reported that the nurses that were preparing the unit felt the pressures were high. The field service engineer (fse) who performed on-site evaluation did not identify any faults with the device and confirmed that it was working within specifications in different ventilation modes. No repairs were required as there were no failures found. Evaluation results indicate that there was no device malfunction and the reported complaint was user misunderstanding of device function; therefore, this is not a reportable event submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23oct2020. B4: 26oct2020. Upon arrival at the service, the field service engineer (fse) verified the correct operation of the system. The fse asked for clarification of the meaning high pressures however the customer was unable to answer. The functional parameters of the equipment were verified. Proper operation of non invasive ventilator was verified by the fse by checking pressures and volumes in different respiratory modes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported high pressure issues. The device was in clinical use at the time of the issue, however no patient harm was reported.